Manufacturer narrative:
Preliminary analysis of the provided patient files revealed noise oversensing in the ventricular channel, in all the episodes recorded in the device memory since implantation. This noise most probably originated from external electromagnetic interferences (emi) and/or myopotentials sensing (which could have resulted from the reported lead dislodgement observed).

Event description:
Reportedly, the crt-d system was implanted on (B)(6) 2020. During a follow-up on (B)(6) 2020, elevated threshold values were observed for the right and left ventricular leads, and right ventricular lead dislodgement was suspected. Thus, a re-intervention was schedule for the next day. On (B)(6) 2020, before the re-intervention, right ventricular lead threshold tests showed values higher than the ones observed on the implant date. In addition, x-ray images confirmed the right ventricular lead dislodgement. Concerning the left ventricular lead, several threshold tests were performed in different poles, showing good threshold values (0.75v at 0.35ms) and no dislodgement was observed on the x-ray images. In consequence, the right ventricular lead was replaced on this date and the left ventricular lead remains implanted, but its pacing configuration was changed. Preliminary analysis results confirmed the increase of the right ventricular pacing threshold, which most probably resulted from the lead being dislodged.

Event description:
Reportedly, the crt-d system was implanted on (B)(6) 2020. During a follow-up on (B)(6) 2020, elevated threshold values were observed for the right and left ventricular leads, and right ventricular lead dislodgement was suspected. Thus, a re-intervention was schedule for the next day. On (B)(6) 2020, before the re-intervention, right ventricular lead threshold tests showed values higher than the ones observed on the implant date. In addition, x-ray images confirmed the right ventricular lead dislodgement. Concerning the left ventricular lead, several threshold tests were performed in different poles, showing good threshold values (0.75v at 0.35ms) and no dislodgement was observed on the x-ray images. In consequence, the right ventricular lead was replaced on this date and the left ventricular lead remains implanted, but its pacing configuration was changed. Preliminary analysis results confirmed the increase of the right ventricular pacing threshold, which most probably resulted from the lead being dislodged.

Manufacturer narrative:
During an additional follow-up on 29 october 2020, provocative maneuvers were performed but the episodes showing noise oversensing could not be reproduced. Since detection tests performed during this follow-up did not reveal any anomaly, the right ventricular lead sensitivity threshold was set to 1mv instead of 0.4mv, and the vf persistence was set to 20 cycles instead of 12 cycles. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the crt-d system was implanted on (B)(6) 2020. During a follow-up on (B)(6) 2020, elevated threshold values were observed for the right and left ventricular leads, and right ventricular lead dislodgement was suspected. Thus, a re-intervention was schedule for the next day. On (B)(6) 2020, before the re-intervention, right ventricular lead threshold tests showed values higher than the ones observed on the implant date. In addition, x-ray images confirmed the right ventricular lead dislodgement. Concerning the left ventricular lead, several threshold tests were performed in different poles, showing good threshold values (0.75v at 0.35ms) and no dislodgement was observed on the x-ray images. In consequence, the right ventricular lead was replaced on this date and the left ventricular lead remains implanted, but its pacing configuration was changed. Preliminary analysis results confirmed the increase of the right ventricular pacing threshold, which most probably resulted from the lead being dislodged.